Manufacturer narrative:
(B)(4). The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a minimum fill message occurred after the cartridge was filled with 100 units. The customer's blood glucose level was 384 mg/dl. Reportedly, the customer was out of insulin. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider and reportedly the customer would "think of a solution". Additionally, it was reported that a multiple unspecified alarms occurred and there have been air bubbles in the tubing. The customer declined to answer any further questions.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction (minimum fill message/alarm) could not be verified. Based on the analysis, the investigation for the cartridge air bubbles could not be completed as the cartridge was not returned. Additionally, a different issue was identified.